Manufacturer narrative:
There was no reported pt impact associated with this complaint. Eval revealed that the lettering on the keypad is worn, but that the rubber keypad is intact. Testing revealed that all buttons responded as expected to button presses, and the allegation of unresponsive buttons could not be duplicated or confirmed. There was evidence of keypad contamination found under all button key contacts.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the keypad buttons have been intermittently unresponsive for the past 2 months. She stated the buttons require multiple presses to obtain a response, and that once a response is obtained, the buttons stick and do not spring back as expected. The family member denied physical damage to the rubber keypad; denied that the pump has been exposed to water; and stated that the pt wears the pump on his waist with a clip.